Event description:
A medwatch was received indicating that a surgeon stated that the tip of the light pipe was defective and would not fit into the 25 gauge port. Another pak had to be opened. It also states that they are unsure if the defective light pipe was sent to their biomed department or to the MFR. The initial medwatch report indicated "other serious (important medical events)", however, no description of the impact to the pt was provided. Multiple attempts have been made to obtain add'l info, but none has been provided.

Manufacturer narrative:
One component lot number, manufactured in 07/2011, was identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).